Manufacturer narrative:
The reported event was unconfirmed, as the product meets the specifications. An amber lubricath foley was returned without its original packaging, the catheter was inflated with 10ccs of water with no issues. The balloon diameter and height was measured. A green connector was attached to the funnel. The catheter's tip (while still inflated) was placed into the house bag filled with water to check if there was leaking at the connection point between the catheter funnel and green connector. The water was seen flowing out of the connector with no issues. The catheter was deflated with no issues. As no leaking was found or a balloon asymmetry was found, therefore it does not appear to be a relationship between the device and the reported event. Based on the event it appears that the device used for the treatment. A DHR review and manufacturing review summary was not completed as the reported event was unconfirmed. The instructions for use were found adequate and state the following: "sterile unless package is opened or damaged. Warning: on catheter, do not use ointments or lubricants having petrolatum base. They will damage latex and may cause the balloon to burst. Caution: do not aspirate urine through drainage funnel wall. Storage: store catheters at room temperature away from direct exposure to light, preferably in the original box. Single patient use only. Do not reuse. Do not resterilize. For urological use only. Valve type: use luer slip tip syringe. Do not use needle. Recommended inflation capacities 3cc balloon: use 5ml sterile water 5cc balloon: use 10ml sterile water 15cc balloon: use 20ml sterile water 20cc balloon: use 25ml sterile water 30cc balloon: use 35ml sterile water 40cc balloon: use 45ml sterile water 75cc balloon: use 80ml sterile water do not exceed recommended capacities. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with applicable local, state, and federal laws and regulations. To deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Visually inspect the product for any imperfections or surface deterioration prior to use." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the 14fr foley was placed, and the 10ml balloon was inflated, once the balloon was inflated, urine was leaking out around the catheter when it was being collected in the bag.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that a 14f foley was placed, and the 10ml balloon was inflated, once the balloon was inflated, urine was leaking out around the catheter when it was being collected in the bag.